Event description:
Boston scientific received information that following a routine device check, the patient implanted with this device system was admitted to the hospital for an unrelated device issue. The patient was in intermittent atrial fibrillation (af). Due to the increased rate, it was unknown if capture was observed in the right ventricle (rv). An xray verified that the implanted leads remain implanted in the original locations. The boston scientific sales representative increased the output to maximum until a prescribed medication could bring the af rates under control. The following day, the patient had converted from af, however, threshold measurements remained increased. No patient related conditions were attributed to the increased threshold measurements. An rv lead issue was suspected. The patient was to return at a later date for a follow up appointment. No further complications were noted. It was also noted that the patient fell at some point prior to entering the hospital, which could have resulted in the sudden increase in threshold measurements. A revision procedure was performed, and the device was explanted and replaced without complication. The chronic rv lead was unable to be extracted, therefore it was surgically abandoned and replaced without complication. No adverse patient effects were reported during the procedure. The patient was checked the following morning and the device system was operating appropriately.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.